Event description:
It was reported that the customer was dispatched to a possible cardiac event involving a (B) (6) male patient. It was indicated that the patient was down for an unknown period of time and CPR was not in progress. The first responders found the patient unconscious, pale, clammy and the pupils were dilated. The crew then attached the device to the patient to begin monitoring an found him asystole. CPR was started. It was reported that shortly into CPR, the device powered down. The crew changed out the batteries but the device still would not power on. Per fire department policy, they had a second device with them and it was immediately hooked up to the patient to begin monitoring. It too said the patient was asystole. The crew did not attempt to shock the patient with the second device, or any other device. The patient expired. The customer indicated that they do not believe the device contributed to the outcome of the patient.

Manufacturer narrative:
(B) (4). The customer stated that they do not have the ECG strips for the device and that the unit has now been removed from service (retired). The device has not been returned to physio-control for evaluation. The root cause of the reported failure cannot be determined. A clinical review of the reported event determined that the device use did not impact the patient's outcome (e.g. ECG showed asystole, the patient down time was unknown, and the healthcare provider on scene stated that the reported malfunction likely did not contribute to the patient's outcome).